Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash from the hair line to the waist on her shoulder, both arms and her chest. There is no alleged device malfunction. The hospital gave the patient hydrocortisone cream for the rash. Follow-up indicated that the rash was improving.